Manufacturer narrative:
(B)(4). Medical product: vanguard cr ilok fem-rt 62.5 catalog # 183006 lot # unknown; biomet cc I-beam tray 67mm catalog # 141222 lot # unknown; biomet arcom 3 peg/post catalog # unknown lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-06472; 0001825034-2018-06474; 0001825034-2018-06477. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Patient was noted to have cellulitis bilaterally at a later date. Patient was noted to have an additional cellulitis flare up again. It was also noted patient repeatedly falls due to multiple sclerosis.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.